Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source exhibited endoscopic image is blacked out and no image but text shows on display. The issue occurred during preparation for use of a diagnostic colonoscopy endoscopy procedure that was completed with a similar device. There was a delay of less than 05 minutes while exchanging for clv-190 scope but patient was not under anesthesia and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the reportable malfunction would likely be a faulty scope socket. Investigation results found failure of the scope socket was confirmed, and from that, it is presumed that the phenomenon ¿error code b30¿ occurred due to failure of the scope socket. Olympus will continue to monitor field performance for this device.